Event description:
Noise on lead was reported, suspected lead fracture due to increase in pacing impedance and oversensing. Lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
This capped lead was explanted due to infection on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.